Event description:
It was reported that the customer had a air bubbles in the reservoir of the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer declined to troubleshoot. The customer stated that he change set every 3 days.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.